Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The pump was unable to perform the displacement, occlusion, prime and verify excessive no delivery alarm due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 489 mg/dl. The customer treated the high readings with the pump. The customer stated that the pump malfunctioned and did not produce insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the alarm occurred during bolus delivery. The customer was assisted with the displacement test. The displacement test passed. The customer was advised to monitor the pump.